Manufacturer narrative:
The device was manufactured april 28, 2016 ¿ april 29, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred sometime in (B)(6) 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked solution into the housing during infusion of ceftadizim and 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.